Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implant procedure, the patient had an unexpected refractive outcome. The lens was exchanged 2 weeks after initial implantation with a similar model with more astigmatism correction. The event is noted to be resolved after the exchange.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The iol was returned in a clear plastic bag wrapped in a surgical gauge. Iol is cut in half. Solution is dried on both surfaces of the optic and haptics. Fiber and particulates are adhered to the iol from the surgical gauze. Optical power & resolution could not be verified due to the extensive optic damage. We are unable to confirm the reported complaint. The lens was cut in half through the center of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).